Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Device was received with a cracked case (battery tube), and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had to press buttons 2 to 3 times for them to respond. Customer stated that the insulin pump had deleted settings after battery change, received no delivery alarms, long scratch along length of insulin pump where belt clip clips in. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.